Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia, with the cgm reading ¿high¿ and a confirmatory glucometer value of 500 mg/dl while using an ilet system with an inset infusion set placed in the abdomen and a g7 cgm; the user and agent did not identify leakage or a bent cannula, and no device problem or component issue was established. Symptoms included hyperglycemia with associated headache and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to determine a device-related problem or a specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.